Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the non-calcified and moderately tortuous left anterior descending (lad) coronary artery. The 15mm x 1.5mm maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This record review confirms that the device met all material, assembly, and performance specifications. If any additional relevant info is received, a supplemental MDR will be submitted. A CAPA has been initiated to address this issue. The root cause can be attributed to design limitations.